Manufacturer narrative:
Three separate attempts were made by (B)(6) (vice president of (B)(6) affairs) to obtain additional details from the reporting surgeon. These outreach efforts occurred on the following dates: saturday, on (B)(6) 2025, monday, on (B)(6) 2025, thursday, on (B)(6) 2025. On the third follow-up attempt, mr. (B)(6) replied on monday, on (B)(6) 2025 "dear (B)(6), I don't have time now to go and do paperwork, too busy at the moment." If mr. (B)(6) decides to include additional information in the future, the investigation may be expanded, and an assessment of additional reporting will occur. Ous flex fr IFU (40002-06-3), lists migration is listed as a potential adverse effect, warning, and precaution, therefore no further action is required at this time. As of this report, cerapedics has not received any further information regarding the complaint. Specifically, the following details remain unavailable: lot number of the product, patient demographics (age, gender), date of the initial surgery, date of the alleged event, date of the washout procedure, patient's current clinical status, any additional products used during the procedure. Furthermore, no supplementary notes have been provided to clarify the nature of the complaint beyond what was included in the original poster submission. A causal link between I-factor and the adverse event cannot be established.

Event description:
On october 22, 2025 at 11:44 pm mst, (B)(6) (vice president of (B)(6) affairs), contacted the quality team following a discussion with mr. (B)(6) (surgeon at (B)(6) hospital) and referenced a poster presented at eurospine 2025 in (B)(6). The communication included information shared by dr. (B)(6) regarding his clinical experience with I-facor flex fr. The referenced poster includes the following statement: "introduction - heterotopic ossification (ho) after the used of bone graft material abm/p-15 (ifactor) has been reported previously in lumbar interbody fusion (lif). The present study investigated specifically the incidence of ho after the application of pre-filled flex ifactor in lif and assess its clinical sequelae. Results - fusion success was observed in all (100.0%) of the included patients. With the use of prefilled flex ifactor. Ho occurred in five (19.2%) patients - epidural bone formation with the foramen in two (7.7%) and three (11.5%) beyond the spine." The poster also noted that "one of the patients with ho beyond the spine underwent washout." Specifically, c25-303 has been designated to represent the patient who underwent the washout procedure. While no additional patient-specific details were provided, the poster indicates that the patient was between the ages of 45-75 and underwent either a transforaminal lumbar interbody fusion (tlif) or extreme lateral interbody fusion (xlif) procedure.